Event description:
A number of discrepant elevated advia 1650 calcium results were reported to the physician. The samples were repeated at the lab supervisor's request and the initial results were corrected. There was no patient intervention or report of adverse health consequences due to the discrepant calcium results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discrepant calcium results was due to the clogged dilution wash up down system. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.